Event description:
During prepping, after the physician took out the stent from the package, the stent was already deployed. The product has been returned for analysis. The device was stored per the instructions for use (IFU). There was no damage noted with the packaging or the device prior to handling. The device was prepped per the IFU. No excessive force was used with the device during prepping. It was reported that the stent fell off from the balloon and the stent was deployed fully.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r1008254 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot r1008254. Sds rx gen. Amiia subassembly lot r0908282 was reviewed and (B)(4) were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. The stent crimped process was reviewed and the parameters were found according to specification. The stent retention values were reviewed and it was found that the results were accepted according to specification.

Manufacturer narrative:
The product was returned and the analysis was completed. After removing the stent from the package, it was noted that the stent was already deployed. The device was stored per the instructions for use (IFU). There was no damage noted with the packaging or the device prior to handling. A non sterile sds rx genesis on amiia 6mmx18mm, 142cm was received coiled and inside a bag. The balloon appears as if it had been inflated and deflated. Also the stent was included loose in a plastic bag and it was found expanded and crushed. No other anomaly was observed in the returned device. The balloon was reviewed under microscope at 16x of magnification and it could be noted the marks of the stent in the balloon. These marks are between both marker bands (proximal and distal), which is the acceptance criteria for stent position per (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The stent dislodged failure reported by the customer was confirmed; however, the stent premature deployment could not be determined. Controls are in place to prevent defective product from leaving the facility, including the 100% visual inspection performed to detect stent damaged after crimping process. (B)(4). Neither the product analysis suggests that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. It was reported that the stent had already dislodged from the delivery system when the device was removed from the package and analysis shows that the balloon had been inflated and deflated, indicating that the stent may have dislodged due to procedural factors; however, no conclusion can be drawn.